Event description:
On february 7, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. The sensor was tested in-house, and no issues were observed with sensor performance. The failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A review of the in vivo state data revealed a suppressed signal channel in all four sensor areas. The potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor hydrogel. The potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor hydrogel. B4. Date of this report 07 may 2025. G3. Date received by the manufacturer? 07 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.